Event description:
Customer turned the device on to check the battery level and observed that the service light was illuminated and the 360 joules icon in the upper right corner was flashing rapidly. User attempted to run the user test and rec'd "user test failed" followed by "unable to charge" messages. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and was unable to verify the reported problem. Physio confirmed proper device operation through functional and performance testing before returning the device to customer for use. The root cause of the reported issue is unk.